Manufacturer narrative:
Correction (MFR site) contact office address: (B)(4). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user's wife reported that the wafer was working well and lasted almost a week. However, she also reported red sore under mass approximately 0.5-1 inch away from the stoma at the 7-8 o'clock position. She stated that it was approximately the size of a silver dollar and was red with a dime-sized black center. The area was draining. It started approximately 1 week ago with the redness area and drainage but she first noted the black area on the day of this report. She was using stomahesive powder and an unknown brand barrier wipe as well as eakin. She was not alleging that the product caused the sore. She was unsure of the cause. The end user's wife had contacted the physician but had not yet received a response but stated that she will do so again on the day of this report and the end user continued to use the product.